Manufacturer narrative:
Upon review, it was identified that the reporter also sent report to FDA (e4) was inadvertently omitted in error and has now been provided. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the vessel perforation/patient device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Based on the available information, there were no reported device malfunctions during use, and the axillary artery perforation was discovered only after device removal. The patient remained stable and survived the procedure. The root cause cannot be determined as the devices were not returned for evaluation.

Event description:
Clinical rationale: a 75-year-old male with known coronary artery disease presented for a high risk percutaneous coronary intervention (hrpci). The patient was in a pre support clinical state consistent with scai shock stage a. An impella cp was implanted on (B)(6) 2026 at 11:30 am via a left axillary/subclavian surgical arterial access using an introducer no device issues were noted during use. At the time of impella explant on (B)(6) 2026 at 2:00 pm, a perforation of the axillary artery was identified. The physician was explanting the device when the issue was discovered. Based on the available information, there were no reported device malfunctions during use, and the axillary artery perforation was discovered only after device removal. The patient remained stable and survived the procedure. The root cause cannot be determined as the devices were not returned for evaluation.